Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 48 mg/dl. The customer also reported that, the customer received with sensor updating error. Sensor updating status or alert may persist for up to 3 hours but most resolve in a shorter period. Customer advised that within, or at, 3 hours the system will either display sensor glucose values, ask for a calibration, or alarm with change sensor. Customer has experienced behavior for more than 3 hours. Customer advised to return the sensor. The declined troubleshooting of the low blood glucose. The insulin pump will not be returned for analysis.